Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was good. It was further reported that the target lesion was 80% stenosed and mildly tortuous. The balloon was inflated at 20 atmospheres for 2 minutes.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was good.